Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st150 set, an external blood leak was observed from the y connector attached to the patient access. The estimated blood loss volume was 3-5ml. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.